Manufacturer narrative:
Medtronic cryocath was made aware of this event through a search of literature publications. It was not possible to ascertain specific device information from the literature publication or to match the event with previously reported events. This information is based entirely on journal literature. This event occurred outside the us. All information provided is included in this report. Patient information is limited due to confidentiality concerns. The baseline gender/age of the patients referenced in the article is male/(B)(6). Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. Referenced article: "learning curve in cryoablation of atrial fibrillation: eight year experience." Circ j. 2014; 78: 1612 ¿ 1618. (B)(4).

Event description:
Learning curve in cryoablation of atrial fibrillation: eight year experience. Circ j. 2014; 78: 1612 - 1618. The literature publication reported the following patient complications: pericardial effusion. No further patient complications have been reported as a result of this event.